Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
The attorney reported that the patient's right ventricular lead had a significant increase in impedance and had fractured just one year after implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.